Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an allied health professional reported to the field representative that there were out of range impedance measurements noted on the remote home monitoring system for the right ventricular (rv) lead, however when they were in the clinic they were unable to reproduce the out of range measurements. They were questioning if the remote home monitor interrogations could interfere with readings. Boston scientific technical services (ts) was consulted and noted that they were unaware of any reported interactions with the remote home monitor. Ts did note electromagnetic interference (emi) can produce unintended out of range impedance values. The field representative was told that ultimately they decided to reprogram the rv lead to unipolar configuration. The allied health professional did not provide patient name or model serial number to the field representative. The rv lead remains in service and no adverse patient effects were reported.